Event description:
A custmer reported an event that occurred over a month ago. A ctni result of 7.6 ng/ml was obtained on initial testing. This result was reported to the physician. The same specimen was repeated twice on the same analyzer, and ctni results of <0.04 ng/ml were obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely elevated ctni result.